Manufacturer narrative:
(B)(6). Date of event: unknown. This report is for 11 unknown 5.0 mm titanium locking screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Partial part number of 422.3xx provided. Implant date: unknown date in (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed for an infected non-union of the left metaphyseal-diaphyseal area of a distal femur on (B)(6) 2017. The date of the original procedure was five months ago, in (B)(6) 2017, at which time the patient suffered polytrauma. Subsequently, it is unknown when the infected non-union was identified and there is no information regarding patient symptoms. Removed hardware included: one (1) less invasive stabilization system (liss) distal femur plate (intact) and eleven (11) 5.0 mm titanium locking screw of various sizes. It was reported that the surgical team had to drill the head out of some (exact quantity unknown) of the 5.0 mm locking screws due to the screw heads getting cold-welding to the plate which is to be expected with this type of plate. Nothing untoward occurred during the removal procedure. There were no unanticipated surgical delays, no device fragments, no additional x-rays or additional medical intervention required. The infected site was packed with antibiotic beads and a wound vacuum was placed. An external fixator was placed for the non-union for the distal femur. There is no information regarding a future date of return to the operating room to repeat the open reduction internal fixation (orif). The removal procedure was completed successfully with the patient in stable condition. This report captures the non-union and infection. The issue with the screws cold-welding to the plate is being captured in linked complaint (B)(4). This report is for 11 unknown 5.0 mm titanium locking screws. This is report 2 of 2 for (B)(4).